Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low amylase result generated by unicel dxc 600 pro synchron chemistry analyzer. The sample was repeated on the same unit and higher result was obtained. The sample was rerun on a different unit to higher result was confirmed. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The customer tightened the loose fitting on the reagent probe the instrument is currently performing within qc specifications with respect to controls and reproducibility. Customer requested service to confirm the loose fitting issue and that the unit is operating accordingly.